Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Review of event description: patient was implanted with trilogy shell - biolox head on (B)(6) 2016 and experienced a (B)(6) infection which was treated with antibiotics. Review of received data: - surgical report of implantation is available for review: according to the surgical notes dated (B)(6) 2016 : a 54mm trilogy shell was impacted into position. Complete tight fit was not seen. Two screws were then placed for additional fixation. This locked the cup into position. The cup was placed in 20 degrees of anteversion and 40 degrees of abduction. The longevity liner was then impacted in position. It should be noted that the cup was bottomed out. For femur, the surgeon tried to place a #13 but it did not fully seat and then he tried with #12.5 kinectiv femoral stem which was impacted into positon. Excellent fit was noted. A 36mm biolox delta head was attached to letter j2 neck. This was impacted into stem. Hip was reduced, excellent stability was noted. No other complications were noted. Surgical report of revision due to recurrent dislocation dated (B)(6) 2017 is available for review: in the history of the patient following adverse events are reported: the patient had a thp implanted in (B)(6) 2016. After implantation, when she was discharged to home, she developed swelling in her leg and she was diagnosed with calf dvt. The patient had been anti-coagulated with coumadin, but was then over anti-coagulated with xarelto. The patient developed a wound hematoma which was evacuated on an unknown date. The patient had a staph aureus infection which was treated with prolonged antibiotics. The patient was doing well until she fell in her home. The patient suffered a dislocation of the hip and was brought to the hospital and treated with closed reduction. The patient did well but has suffered of additional two dislocations, which were also treated with closed reduction. Due to recurrent dislocation, the patient underwent revision on (B)(6) 2017. No more information about the dates when the events occurred or any other details. In the intraoperative findings of revision surgery it is noted that the patient has very thin stretchy soft tissues around her hip and thing muscles (gluteus maximus, tensor fasciae latae). Additionally, during surgery, after trialing with good stability, a 32mm biolox head with a j2 neck was implanted. After hip reduction, good rom and adequate stability were noted, however positioning of the head within acetabulum was noted. As a consequence, a change of liner, head and neck was performed and a 28mm cocr head was implanted with a locked liner. - the undated x-rays show a dislocation of the hip, therefore are not relevant for this complaint. The pictures of the explanted liner are not relevant for this case, as they refer to the second revision surgery of the patient treated in (B)(4). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown (product was revised on a later date, reported in (B)(4)). Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com: any zimmer hip prosthesis with kinectiv modular neck technology is designed to be used with a +0 head only. Use of longer heads could lead to fatigue failure of the stem or neck and use of shorter heads could lead to reduced range of motion and component impingement. As the off-set of the head is unknown it cannot be determined if the combination was approved by zimmer biomet or not. - instruction leaflet for endoprostheses list under adverse effects: "early or late infections.". Root cause analysis: root cause determination using sap dfmea (biolox delta head dfmea covering the possible ref number (B)(4)): - incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method. => not possible: a systematic issue with packaging and/or sterilization would have been detected as part of the issue evaluation assessment. - non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information. => possible: the surgical report of implantation does not describes in detail the handling during surgery. Therefore, this point cannot be excluded. - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use. => not possible: the surgical report of implantation does not report anything which could suggest a re-use of the device. Therefore, this point is excluded. The sterilization certificate of the devices could not be reviewed since the devices lot numbers are unknown. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, it is known that the patient had dvt and was over anti-coagulated and underwent hematoma evacuation. It is possible that the (B)(6) infection developed after hematoma evacuation. Conclusion summary: single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better and the gamma sterilization specification certifies the suitability of sterilization. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. Additionally, it is known that the patient had dvt and was over anti-coagulated and underwent hematoma evacuation. It is possible that the (B)(6) infection developed after hematoma evacuation. Based on the information at hand, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that a patient was implanted an unknown biolox delta head on (B)(6) 2016 and experienced infection on unknown date which was treated with antibiotics. This is a splitcase with zimmer inc. Warsaw, reference number (B)(4). Note: it is only known that a biolox delta head size 36 was implanted. Without any information about the offset the ref. Number cannot be determined ((B)(4)).